Event description:
The customer reportedly obtained a 490 mg/dl and 153 mg/dl on the accu-chek aviva system within a ten minute timeframe. The customer states that she had a headache with the 490 mg/dl result. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.